Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the leads were explanted and replaced due to migration. The leads were discarded by the facility. No pt complications were reported as a result of this event.